Event description:
Approx one to one and a half mins after application to the pts' eyes, corneal cloudiness, as well as endothelial cloudiness, was noted. The cloudiness remained until the eyes were irrigated with balanced salt solution (bss). Although dr reported problems with 6 or 7 of his pts, not all pts experienced similar problems. The cloudiness that did occur was severe enough to obscure the operative site, making it difficult or impossible to operate until the cloudiness abated. Approx a month ago a similar problem developed with a number of pts. However, the reactions were milder in nature. In both groups of pts apparently the solution was appropriately warmed to room temperature prior to use in the pts' eyes. Rptr is requesting an analysis.